Event description:
It was reported that the patient observed a blood glucose of 156 mg/dl trending downward and expressed fear of hypoglycemia, and education was provided to wait to treat until below range, with the patient denying low-glucose symptoms and requiring no further assistance. Customer care provided support that included customer service troubleshooting and education. Investigation of this case revealed normal device function with user concern about impending low glucose, and no device performance issue identified. No clinical symptoms associated with hyperglycemia reported. Outcomes included no impact to the patient and no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user-related and resolved through education.